Event description:
It was reported that the control box which houses the joystick has popped out; the knob of the joystick has also fallen off; and there is a sharp screw in the adding of the arm rest. End user has stated the chair will intermittently cut off during use.